Event description:
It was reported that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) noise was observed on the right ventricular (rv) and right atrial (ra) channels. The health care professional (hcp) consulted the technical services (ts) for further review of the presenting electrogram (egm). Upon review, ts determined that the noise artifacts appeared to be oversensed and electromagnetic interference (emi) in nature. It was believed this was due to emi interference from the cautery tool. The presenting egm shows the device operating as programmed. At this time, the crt-d remains in service. No adverse patient effects were reported.